Event description:
Attempted to implant a collamer lens but it would not advance out of the cartridge correctly. There was pt contact but no injury. The nurse stated it was unk if the lens was damaged or why it would not advance correctly. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.